Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that at the end of an endoscopic retrograde cholangiopancreatography (ercp) procedure, during withdrawal of the duodenoscope, the single use distal cover detached from the distal tip of the duodeno videoscope and was found in the patient¿s mouth. Biopsy forceps were used to retrieve the distal cap, and then fingers were used to retrieve the cap from the patient¿s mouth.